Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up uncontrollably. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer has another insulin pump device which they may use.

Manufacturer narrative:
Device evaluation: the insulin pump was received with no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted. Unable to verify failed battery test due to button keypad anomaly. The insulin pump had cracked case at the display window corner, cracked battery tube threads, broken belt clip slot and minor scratched display window.

Event description:
Customer's father called stating the pump failed the other day, he stated the insulin pump stopped working, he pushed the buttons to see if he could reset it or if he needed to change the battery, it kept scrolling through all the menus uncontrollably, he couldn't stop the scrolling by pressing the buttons. He took the battery out and replaced the battery and it said failed battery test.